Manufacturer narrative:
As reported, the button of a 5f mynx control vascular closure device (vcd) was not able to be pressed during the procedure. Hemostasis was achieved by manual compression within 15 minutes. There was no reported patient injury and the hospitalization was not extended. The mynx vcd was used diagnostic peripheral procedure. A retrograde approach was used. The deployer¿s mynx training status was mynx certified. A 5f sheath was used in the procedure. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The device storage temperature did not exceed 25 °c. There were no kinks in the sheath or device after removal. The button could not be depressed at all. Additional patient and procedural details were requested but were unknown. The product was returned for analysis. The 5f mynx control vascular closure device involved in the reported complaint was returned for investigation. Per visual analysis, the sealant was exposed to blood and the sealant sleeves were damaged. Button 1 and button 2 remained in the manufacturing positions . The syringe and the procedural sheath were not returned. Per functional analysis, a simulated deployment test was attempted to test the functionality of the device. First, the dried sealant was loosened from the sealant sleeve, then the balloon was prepped with water, and the device was retracted until the tension indicator line aligned with the markers on the handle. Button 1 travelled completely to fully depressed position without any resistance and the clock symbol was fully visible. The device performed as intended as per mynx control (IFU). Per microscopic analysis, the inner white sleeve was crushed and split open exposing the sealant to blood. It is unknown if the sleeve was crushed due to excessive force during the procedure or due to improper packaging for returning the device. The outer sleeves were wide open. A product history record (phr) review of lot f2101501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿ button one frozen/locked¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, handling process, and/or patient condition could have contributed to the reported event. It should be noted that the mynx control device is designed such that the two overlapped sleeves with a side slit protect the sealant placed underneath from premature exposure. If the sleeves are damaged during sheath insertion it could cause swelling/ increase in the profile of the sealant and thus obstructing button 1 travel path and/or prevent the button 1 from being depressed as reported in the incident. According to the instructions for use (IFU) which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously¿. Neither the phr review nor the product analysis suggest that the reported failure could be related to the mynx manufacturing related processes. Therefore, no preventive or corrective actions will be taken at this time.

Manufacturer narrative:
The device was returned but the engineering report is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the button of a 5f mynx control vascular closure device (vcd) was not able to be pressed during the procedure. Hemostasis was achieved by manual compression within 15 minutes. There was no reported patient injury and the hospitalization was not extended. The mynx vcd was used diagnostic peripheral procedure. A retrograde approach was used. The deployer¿s mynx training status was mynx certified. A 5f sheath was used in the procedure. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The device storage temperature did not exceed 25 °c. There were no kinks in the sheath or device after removal. The button could not be depressed at all. Additional patient and procedural details were requested but were unknown. The device will be returned for evaluation.